Event description:
The customer reported the generation of erroneous low ise (ion selective electrodes) patient results on their au680 clinical chemistry analyzer. There was no report of change to patient treatments as result of this event.